Event description:
The customer reported the supply cable on the workstation was damaged. The field engineer reported that the system was not able to boot up due to this issue. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply breaker was evaluated and replaced. The system was tested and found to be working as intended and returned to service.